Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system, the injector went through the wound and was very stiff, unable to advance the lens. The tip was not able to be rotated without gross distortion of the patient's cornea. The injector was removed and was noted to be split and bulging. A backup lens was implanted and there is no reported patient impact. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Two viscoelastics were indicated, only one is qualified for use with this device. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the surgeon feels there was a possible manufacturer fault where the plunger was quite 'stiff' so when advancing the lens, the tip split.